Event description:
While trying to mix a risperdal consta 25 mg injection, the collar connecting the syringe to the needle snapped in half. This has been a recurrent problem. Two different nurses were involved in these incidents - 2008-. A representative had stated, they would send mailers for product evaluation, but they failed to do so. In addition, they have failed to issue credits for their defective products. Diagnosis: psychosis.